Event description:
An attempt was made to use a 2.75 x x 14 mm endeavor resolute rapid exchange (rx) drug-eluting stent to treat a patient. It was reported that the stent of the device was noticed to be damaged during use. The device was returned to the manufacturing facility and the stent had dislodged from the stent delivery system. No further information was provided on the event. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent had dislodged from the balloon. Multiple stent struts were raised, damaged and deformed. Crimp bake impressions were visible on the balloon profile. The balloon had not been inflated. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: root cause of reported event cannot be determined based on limited information. Inherent risk of procedure (stent damage, stent embolism). (B)(4).